Event description:
Cgm error was reported by the caller, indicating a sensor issue. There was no adverse impact to the customer's blood glucose level. The caller was guided through a pump reset procedure by technical support, which resolved the error, and the sensor session was successfully started.